Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. At implant, the proximal neck was 30 mm in diameter and 12 mm in length. The neck angle was 35 degree. It was reported that a follow up CT scan observed a proximal type I endoleak coming from the aneurx bifurcate with continued aortic growth. Migration was also noted. The physician implanted an endurant aui 32x14x102 and the endoleak resolved. The physician stated the event was related to the device the patient was brought back approximately one year post-operative for migration with a proximal type I endoleak coming from the endurant aui. Per the physician, the cause of the endurant proximal type ia endoleak was due to neck dilation. The patient was treated with two other manufacturer¿s stent graft cuffs. The physician snorkeled both renals and the cuffs were implanted at the level of sma (sma parallel graft). The patient had a small endoleak after implantation of the cuffs however, the physician decided to monitor the patient. It was reported that the patient presented with back pain and a large proximal type I endoleak was observed on a follow up CT scan. The physician used aptus endo anchors to attempt to seal the cuffs however, was unsuccessful. The physician then implanted another aui graft at the sma and aptus endo anchors were deployed at the new landing zone but a very faint leak persisted. As the patient is very sick and on dialysis the physician decided to monitor the patient. On a recent follow up CT scan, the patient shows no signs of an endoleak. The physician also explained that the patient has hypertension and may have been a factor for the neck dilatation. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of cta¿s from 6 ½ years post-implant revealed that aneurx bifurcate was positioned approximately 2cm below the renals; the ipsi limb was placed within the right common iliac and the contra limb into the left common iliac artery. An endurant aui was implanted up the right/ipsi limb, bypassing the left/contra limb, and 1 or 2 other manufacture¿s aortic cuffs were also seen implanted above the renals. The aui proximal graft margin was just below the snorkeled renals, and measured 26 x 28mm od. However, there was less than 5mm or proximal seal length as the flow lumen diameter just below the renals was 39mm. No flow was seen in either renal artery and the kidneys were atrophied bilaterally. The sma was also snorkeled. Beginning near the top of the aneurysm sac, contrast was seen coming from a likely proximal type I endoleak. The max aaa diameter measured 8.5cm. There was adequate distal sealing into the right common iliac artery. The right limb was patent. A fem-fem bypass graft was present. Review of cta¿s from 2 weeks later the stent grafts in the same approximate location as the previous study. The max diameter aaa measured approximately 9cm. The flow lumen diameter just below the renals measured 36mm and the previously seen proximal type I endoleak was still present. The flow lumen diameter at the level of the sma was 26 x 28mm. The stent graft and right limb is patent. No other stent graft issues are observed. Review of cta¿s from 3 weeks later revealed that an additional endurant aui had been implanted approximately 2cm above the initially implanted aui, up the level of the snorkeled sma. Several staples were also seen implanted into the proximal aui. The previously seen proximal type I endoleak appeared to have resolved. The cause of the proximal type I endoleak appears to be due to migration from an inadequate proximal seal length. Earlier images post-implant were not available for review. It is possible that this was caused by disease progression.

Manufacturer narrative:
(B)(4).